Event description:
The doctor indicated that an abutment screw (uniht) was placed on (B)(6) 2010 and it was reported on (B)(6) 2017 that the abutment screw had fractured. Both portions of the abutment screw were removed and returned, the implant remains implanted.

Manufacturer narrative:
One (1) titanium hexed unscrew was returned for inspection. Returned device was examined visually by the naked eye, the screw was fractured at the middle of the threaded region. The drive feature is worn and stripped. The fractured event was confirmed following inspection. No lot number was provided, therefore the DHR was not reviewed. No definitive root cause could be identified. Device evaluated by MFR? Answered yes.